Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the rep interrogated the ins and reprogrammed the patient, making changes to the neurosense groups. Ended the session by clicking exit as normal. Patient returned 30 minutes later and we reinterrogated again to make changes to neurosense programs. Everything looked as normal. Reprogrammed both neurosense groups (b and c). Exited the application. Forgot to update the patient notes, so went in to reinterrogate again. During interrogation, saw the orange 'data validation' warning box and clicked 'ok'. At this point, patient stated that the stimulation has 'switched off'. When I looked at the 'programs', it showed both neurosense groups b and c had been deleted and only group a legacy remained. Troubleshooting was performed. Updated inceptiv app and reprogrammed the neurosense groups. Issue was resolved. No surgical intervention occurred, nor was planned. Patient was alive with no injury. Additional information reported that the cause was unknown.

Manufacturer narrative:
G2: united kingdom medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.